Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer blood glucose level was 2.9 mmol/l. Customer treated low blood glucose with food. It was unknown that auto mode feature was active at the time of low blood glucose event. Customer also reported that the insulin pump got low battery and replace battery alert and had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. The device will not be returned for analysis.

Manufacturer narrative:
Customer complained about having blank display/unexpected battery power loss/charge/battery lasts less than expected on (B)(6) 2021. The thump download was successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted in the device trace download. Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display/unexpected battery power loss alarm/charge/battery lasts less than expected noted during testing. No cosmetic damage noted and the p-cap locks properly into place. Device was cut opened and inspected. No physical damage or moisture damage found on the electronic assembly, motor assembly and battery tube. In conclusion, blank display/unexpected battery power loss/charge/battery lasts less than expected was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.